Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, right ventricular lead exhibited noise that was over-sensed by the device and led to pacing inhibition. It was noted that the noise was reproducible in clinic. The right ventricular lead was explanted and replaced. The patient was in stable condition.